Event description:
It was reported that, during setup for an unspecified procedure and prior to the patient entering the room, foreign objects were found on the light guide lens of the cystonephrovideoscope. No patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.